Event description:
It was reported that on (B)(6) 2023, the patient had zero flow and zero speed, along with a self-resolved alarm. An echocardiogram and lab work was performed. A review of the patient's log files found several pump stops in associated with driveline disconnects. The driveline disconnects were confirmed to have been intentional from the patient, and the patient was advised to not disconnect their driveline.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed pump stop events on (B)(6) 2023 which appeared to be consistent with the report of the patient disconnecting the driveline. Following each reconnection of the driveline, the pump regained speed and resumed normal operation without issue. No other notable events or alarms were captured, and the pump appeared to function as intended while the driveline was connected. It was reported that the events were due to the patient disconnecting the driveline. The patient underwent an echocardiogram (echo) scan and laboratory testing, and no abnormalities were observed. The patient was reportedly stable and was advised against disconnecting their driveline. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The IFU states to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. The IFU and patient handbook also address all system alarms, as well as the recommended actions associated with each. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment. No further information was provided. The manufacturer is closing the file on this event.